Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery due to the iol being rotated off axis. Additional info has been requested.

Manufacturer narrative:
Product eval: results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Sample is pending receipt. Root cause: root cause has not been identified. It will be reassessed upon sample receipt. There has been one other complaint reported in the lot number. Additional info was requested on 12/13/2010, 12/16/2010 and 12/17/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).